Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was delayed in responding to presses. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to alternate insulin therapy.